Event description:
The reported feedback suggests that the line fell apart. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
One (B)(6) sample from lot 19076755 was received for investigation in open packaging no residual fluid was present within the sample. Additionally the customer provided a photograph of the affected sample to assist the investigation. A visual inspection of the returned sample confirmed the customer's experience as the tubing had separated from below the drip chamber. Minimal residual solvent was visible on the affected tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance it is likely that the separation occurred as a result of an insufficient amount of solvent having been applied to the affected joint during the assembly process; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19076755 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. Additionally, the solvent dispenser manufacturing protocols were updated to ensure an improved solvent distribution process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the (B)(6) product. H3 other text : see section h.10.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the line fell apart. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.